Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during drain three of five of peritoneal dialysis therapy. The home patient stated that they disconnected from the patient line using aseptic technique but forgot to push "stop" on the homechoice. The patient stated when they returned, they found the homechoice alarming system error 2240. The patient stated they reconnected to the patient line at that time. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The customer-reported system error 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.